Event description:
Caller states that during a correlation study the following results were obtained: patient 1 tested 1.5 inr on coaguchek system 1 and 2.0 inr/1.0 inr on additional coaguchek systems. Patient 2 tested 2.7 inr on coaguchek system 1 and 3.9 inr/3.6 inr on additional coaguchek systems. Medication was reportedly adjusted based on coaguchek system 1 results, however, no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.